Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. H3. Device analysis for lead reveal lead body conductor broken at injex anchor site. Conductors 2-7 broken 24.1 cm from distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reported that the spinal cord stimulation (scs) was no longer effective in (B)(6) 2024. The impedances were especially on the cones, the circuit was therefore open. Cessation of scs was accompanied by reaggravation neuropathic pain that was previously well controlled. Electrode malfunction noted. Pregabalin was prescribed. Stimulation was effective again after the lead replacement surgery. Gradual discontinuation of pregabalin. Two different lead explant dates were reported: (B)(6) 2024 and (B)(6) 2024; follow up is being performed to obtain clarification.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was unknown. The out-of-range impedances were high.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3 004209178. H6. Device code a0722 has been removed. H6 code belongs to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was confirmed lead replacement took place (B)(6) 2024, and information was received from the surgeon on (B)(6) 2024.

Manufacturer narrative:
G3: initial 'aware date' of this event is (B)(6) 2024, not (B)(6) 2024 as previously reported. G2. Foreign: fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260; explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy was no longer working. Cause unknown. Therapy impedance was out of limits, the lead was explanted and replaced and the issue resolved.